Manufacturer narrative:
The lead remains implanted. The patient is receiving adequate paresthesia.

Event description:
During lead revision surgery, the patient's respiratory rate and heart rate decreased. The patient was intubated and stabilized. The patient was kept overnight for observation and released the next day.